Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump would intermittently power off. The patient reportedly went to her backup system of insulin injections. There was no report of any patient injury associated with this issue. The technical service representative contacted the patient to obtain information and to troubleshoot the pump; however was unable to reach her by telephone. As the issue was not resolved, this complaint is being reported.